Event description:
The customer received a questionable afp (alpha1-fetoprotein) result for one patient sample. The specific date of testing was not provided. The initial result was 8.4 ng/ml and was reported outside the laboratory. The physician questioned the result because it differed from another clinical commercial lab result. The result from an outsourced lab (afp lectin fraction/lba: lba-eata method) was 2.5 ng/ml (afp l3 fraction <0.5%). No adverse event was reported. The reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified as the sample could not be provided for further investigation.

Manufacturer narrative:
This event occurred in (B)(6).